Event description:
Subsequently, this ICD was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
This ICD remains in service for the time being, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) will be explanted within the near future due to pocket infection. There were no additional adverse patient effects reported.